Event description:
"During manual flushing of flushport, saline came out at level of blue valve instead of proximal end of delivery system. Only managed to get enough saline through the outer- & inner sheath when squeezing and pinching the flushport." Patient outcome - "no issues."

Event description:
"During manual flushing of flushport, saline came out at level of blue valve instead of proximal end of delivery system. Only managed to get enough saline through the outer- & inner sheath when squeezing and pinching the flushport." Patient outcome - "no issues."